Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 additional h6 type of investigation code: labelling review the complaint for reduced therapeutic efficacy over time / incorrect implant position was confirmed with empirical evidence. No product or imaging was provided for evaluation. Available information suggests that patient conditions (left ventricular hypertrophy) may have contributed to the reported event. However, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from japan- edwards received notification of a pascal precision ace procedure in mitral position where teer was performed using the device for a1 prolapse. Due to left ventricular hypertrophy, the left ventricular cavity was small, and the implant interfered with the left ventricle, making it difficult to reach the target site. Although the procedure was challenging, the implant was ultimately placed in the closest possible position, leaving some residual prolapse. The residual mitral regurgitation (mr) improved from 4+ to 2+, and the procedure was completed successfully. However, postoperatively, the residual mr worsened from 2+ to 3+, and the regurgitant jet interfered with the device, resulting in hemolysis. Fortunately, the condition has been managed with medication alone, and no blood transfusion has been required. The exact date of event is unknown, but based on the timing of postoperative blood tests, it was assumed that it might be on the same day as the procedure. The devices remained implanted in the patient.